Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and associated implantable transvenous defibrillation lead exhibited a shocking lead impedance measurement of 115 ohms. The shocking lead impedance was 38 ohms at implant.